Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 5 yrs postop this 74 y/o male patient with a high bmi initial left tka, the patient returned recently with complaint of knee pain and instability. The femur appears to have loosened on imaging. Simplex hv was used in the primary surgery and has been shown to have fixation issues. The logic femur and insert were removed, and the femur was revised. Devices not returning, the facility retains all retrievals. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) the evaluation of the of the reported event found that based on review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.